Event description:
During the resection, the tip of the resectoscope came off the sheath and was in the bladder. Required intervention to remove tip from bladder. Physician stated no long term effects, only "roughed up urethra."